Event description:
It was reported that patient underwent total hip replacement in which he received a durom cup acetabular component. Patient reports that post-op, he experienced pain and is scheduled to undergo revision surgery in late 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.